Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review.. Four pictures and one video were attached and reviewed. Picture one showed a cassette with focus on the upper part and bag neck section, it is observed that the bag was protruding. Picture two showed pump with a cassette attached and the message sem reservatorio bomba a fuciona? Was displayed. Picture three showed a close-up, front view, of the top part of a cassette. Picture four showed a close-up of cassette with focus on the bag neck section, it is observed that the bag was protruding. The video attached showed a pump with a cassette attached paused, once the pump was initiated the alarm was activated. The complaint was confirmed. No product was returned for analysis. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Corrective and preventive action (CAPA) was opened on 09/sep/2021 to investigate the failure mode reported.

Event description:
It was reported that the pump alarmed no reservoir pump does not work. No patient injury was reported.